Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom bad keypad was confirmed and reproduced. The #0, #01, and #02 keys were found to have intermittent responses, cause by a failed keypad. The remaining keys were tested and were found to function as expected. As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump had a bad keypad, there was no patient involvement.